Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with lead noise and inhibition of pacing on the right ventricular lead. The noise was reproducible in clinic with arm movements. The lead was capped and replaced on (B)(6) 2017. The procedure went well with no complications.